Event description:
It was reported that the patient had symptoms of altered mental status, overdose symptoms, underdose symptoms; which were described as the patient went through withdrawals. The patient could not sleep and could not move. This started two days prior to the report, and came on suddenly. The cause of the event was a pump motor stall and the cause of the stall was unknown. The pump logs showed multiple motor stalls and recoveries between 2014 (B)(6) and 2014 (B)(6); with a ¿stopped pump period may exceed tube set¿ message on 2014 (B)(6), and ending with motor stall recovery on 2014 (B)(6) at 13:45. One of the stalls lasted two days, and the patient reportedly went through withdrawals during the two day motor stall. After the last motor stall on 2014 (B)(6), the hcp thought when the pump came back on, that it overdosed the patient because ¿it had been off for a while;¿ the pump was tapered off and turned off. The patient was started on oral medications, and the hcp planned to implant a new pump. The patient recovered without permanent impairment as of 2014 (B)(6). The patient required hospitalization and a pump replacement was planned for ¿sometime next week¿. The pump system was being used to infuse fentanyl, morphine and clonidine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8598a, serial# (B)(4), implanted: 2014 (B)(6); product type catheter product ID 8 709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter . (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was having withdrawal, ¿the sweats,¿ and was drowsy. The manufacturer¿s re presentative reported they were not sure what caused the motor stalls and the patient did not have an MRI (magnetic resonance imaging).the pump has not been replaced at the time of this report, and it was unknown whether the patient was currently receiving effective therapy.